Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The cause of the aortic movement of the valve during deployment is unknown. There are no obvious patient or procedural factors reported that could contribute to aortic malposition of the valve other than a preserved ejection fraction. If the patient¿s bp that was not lowered sufficiently, in combination with preserved ef, this could contribute to aortic movement of the valve, or inadvertent aortic movement of the delivery system by the operator. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the valve was deployed too aortic, requiring deployment of a second valve was deployed. There was no paravalvular or central leak noted after deployment of the valve. The native valve annular diameter measured 20.3 mm x 23.7 mm by CT, and was moderately calcified. Per report, there was no ventricular septal hypertrophy and no mac. The lvef was 55-60%. Initially the first valve was positioned 50/50. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment ventilation was held and pacing capture was not lost. During deployment the sapien valve was seen to move aortic, with a final position of 80/20 aortic. A second valve was deployed and the patient was in stable condition post procedure.